Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to confirm button error alarm or verify prime/fill anomaly due to blank display. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
The customer reported via phone call that he was refilling the tubing and when he released the act button drops of insulin continued to exit. The insulin pump then flashed maximum fill and alarmed button error. Customer's blood glucose level was 252 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.